Event description:
It was reported that during an open gastrectomy, when the device was used for resection of the duodenum, about 5 to 10mm length on the way in 60mm length staples closest to the cut line of the duodenum side was not stapled at all. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ---1st firing. During which stroke did the event occur? ---2nd stroke. What color cartridge was being used? ---blue, ecr60b. What other color cartridges were used before and after this event? ---ecr60d was used on the gastric body twice. If buttressing material was utilized, which product was used? --- the buttressing material was not used. Was the instrument fired across or near an existing staple line or clip? ---no. If any unexpected noises were heard, when were they heard? ---the unexpected noises were not heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. The analysis found that device (a) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # k5960g (mfg date: 01/18/2013 exp date: 12/18/2017).